Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s father reported via phone call that they experienced high blood glucose level of 548 mg/dl. The customer¿s father had no symptoms and treated with a manual injection the customer¿s father reported the customer received a no delivery. The customer¿s father put in a new battery and rewound the insulin pump. The customer¿s father performed troubleshooting the product was not returned for analysis.